Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during thoraco/lobectomy, the surgeon attempted to clamp the lung parenchyma; however, the jaws did not close. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time not extended. No additional tissue resection, or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 45 articulating med/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.